Manufacturer narrative:
Complaint conclusion: as reported, the end of a 5f mynx control vascular closure device (vcd) was broken and the "gel was coming out before deployment". There were no reports of patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynx control vascular closure device 5f from the reported complaint was returned for the investigation without the syringe or sheath involved. Visual inspection of the received device showed that both button 1 and button 2 were not depressed, and the stopcock was found opened. The sealant was present with a premature swelled condition, resulting in the expected opening of the sealant sleeves. The device showed an exposure to blood that could be attributed as a possible cause of the mentioned swelling condition observed with the sealant. In addition to the previous conditions described, the presence of the core wire was confirmed. The damaged atraumatic tip condition reported was not observed during the visual analysis, nor were other anomalies observed. Per dimensional analysis, the balloon catheter profile distal from the balloon was verified and the dimension was under the maximum criteria. Per functional analysis, the corresponding laboratory catheter sheath introducer (csi) was used with the reported device to confirm that there was no attributable cause to any bent or kinked condition during its use due to a csi friction or resistance. It was concluded that no resistance force or kinked condition could be concluded during the functional simulation. Additionally, both buttons were fully depressed to test the deployment mechanism due to the conditions observed during the visual analysis, resulting in the expected sealant deployment and full balloon retraction. The reported event of ¿atraumatic tip-damaged¿ was not confirmed through analysis of the returned device since there were no damages noted to that component. However, the reported event of ¿mynx control system-deployment difficulty-premature¿ was confirmed due to the exposed sealant from the opened sealant sleeves due to the premature swelling. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to issues experienced by the customer. However, procedural/handling factors (such as excessive force), and/or the condition of the sheath (although not returned) may have contributed to the premature swelling and subsequent exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the end of a 5f mynx control vascular closure device (vcd) was broken and the "gel was coming out before deployment". There were no reports of patient injury. The device will be returned for evaluation.